Event description:
Event verbatim [preferred term] burned the skin, darker/burning her back/burn on her back [thermal burn], burn on her back/ burned the skin darker/ the water was burning her back [skin discolouration], took the skin off my back/skin was off in a circle/ her flesh was showing. [Skin exfoliation], the product has a defect with it/second wrap she is not sure if it is a defective pack [device defective], she did not check her skin under the product while wearing thermacare/ she hadn't had it on that long to think it could do anything [device use error]. Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A (B)(6) year-old african american female patient (not pregnant, not post-menopausal) started to receive thermacare heatwrap (thermacare lower back & hip), 16 hour pain relief, device lot number r85731, expiration date sep2019, via an unspecified route of administration on (B)(6) 2017, one wrap for 3 to 3 and a half hours for lower back pain when she got cramps when she was on her cycle. Medical history included surgery in 2015, surgery on right upper arm on (B)(6) 2017 to move scar tissue from under right upper arm from ingrown hairs under arm from sweat glands; allergic to a lot of stuff, basil, benadryl, sulfur, IV contrast, some anti-histamines, rosemary, thyme, and fresh mango from 2010 and ongoing, used an epipen if she had a reaction. There were no concomitant medications. She previously used other heat products for pain relief in 2016. It was for surgery in 2015. Used the heating pad after surgery it was the only time she used it. Did not ever need it. Explained she works out too much doesn't ever need stuff. She did not previously experience a problem/symptom with one of these products. She previously used the first heatwrap from this box back in (B)(6) 2017 (about three weeks before based on (B)(6) 2017) for 3 to 3 and half hours or less. She never had problems with first wrap she used. She took the wrap off and wound up taking an ibuprofen. She stated she was not really good with meds. The second wrap she was not sure if it was a defective pack of this one. She had worked out and her cycle came down and had bad cramps, someone had told her about the product from coming to gym. She had cramps on (B)(6) 2017 and came from gym, took her bath later on that day and saw her skin came off. She applied to lower back for about 3 to 3 and a half hour. On (B)(6) 2017 around 7pm local time she noticed the heatwrap took the skin off her back, burned on her back, burned the skin darker. She clarified her skin didn't blister. She didn't even know the product took the skin off her back until she got in the shower and the water was burning her back. She had asked her daughter to take the wrap and throw it away. The skin was off in a circle. She could not put anything on a burn except cold water. She did not apply anything to it unless it swells or gets infected. She cleaned around it. Did not let soap touch it. Her flesh was showing. She said putting the product on nothing was wrong with her skin, took it on top of dry skin with no oils or lotion or anything. She didn't use any moisturizer to skin, it was on top of dry skin. Wrapped the wrap on dry body. Wore a tank top, underwear, and shorts. Later on got ready to get in shower got undressed. Asked her little girl to throw it away, felt something burning on her back and saw her skin was removed and saw flesh at this point. She showered, did not want any soap or anything to infect skin or flesh. She discarded the box, did not have the upc number. Lot number, and expiration date populated are from the pouch of the wrap she experienced the burns with. She had a picture of the packet and her back. Consumer stated: going to be all over social media with it. Calling you guys so you can understand the product has a defect with it. Put the company on blast with social media. Want to deal with the company directly. The action taken in response to the events for thermacare heatwrap wad permanently withdrawn in (B)(6) 2017. The outcome of "she did not check her skin under the product while wearing thermacare/ she hadn't had it on that long to think it could do anything)" was unknown. The outcome of other events was not resolved. The consumer did not think there was a reasonable possibility that the events were related to the device. The consumer reported "did not have any adverse complications it was the device itself." She was not currently under the care of a physician for any medical condition includes diabetes, poor circulation, heart disease, difficulty feeling heat, pain on your skin, rheumatoid arthritis, decreased sensation, neuropathy. She stated she didn't smoke, drink, didn't do drugs, and didn't wear make up. She classified her skin tone as dark or olive. She had very soft skin, did not have acne. Her skin was soft and smooth. She described her skin tone as dark chocolate not milk chocolate. She did not have sensitive skin. She explained she allergies but did not have sensitive skin. She could put on perfume and lotion and did not have a reaction. She did not have any abnormal skin conditions. She explained when she got a pedicure she didn't get her feet scraped because her skin was soft. She was not sleeping while wearing the product. She was not wearing several layers of clothing over the thermacare product. She was not wearing a snug waistband/belt or similar or otherwise applied pressure over the area. She attached the adhesive to body. The way it is demonstrated on the package is the way she wore the product. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She hadn't had it on that long to think it could do anything. She did read the usage instructions on thermacare before you used the product. She did not consult a healthcare professional for the problem(s)/symptom(s). Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events product has a defect, patient did not check the skin under the product while wearing thermacare, burned her back, burned the skin darker, and skin was off in a circle/took the skin off/her flesh was showing as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Comment: based on the information provided, the events product has a defect, patient did not check the skin under the product while wearing thermacare, burned her back, burned the skin darker, and skin was off in a circle/took the skin off/her flesh was showing as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burned the skin darker/burning her back/burn on her back [thermal burn], burn on her back/ burned the skin darker/ the water was burning her back [skin discolouration], took the skin off my back/skin was off in a circle/ her flesh was showing [skin exfoliation], the product has a defect with it/second wrap she is not sure if it is a defective pack [device defective], she did not check her skin under the product while wearing thermacare/ she hadn't had it on that long to think it could do anything [device use error]. Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A (B)(6) african american female patient (not pregnant, not post-menopausal) started to use thermacare heatwrap (thermacare lower back and hip) (16 hour pain relief, device lot number: r85731, expiration date: sep2019) on (B)(6) 2017, one wrap for 3 to 3 and a half hours for lower back pain when she got cramps when she was on her cycle. Medical history included surgery in 2015, surgery on right upper arm on (B)(6) 2017 to move scar tissue from under right upper arm from ingrown hairs under arm from sweat glands; allergic to a lot of stuff, basil, benadryl, sulfur, IV contrast, some anti-histamines, rosemary, thyme, and fresh mango from 2010 and ongoing, used an epipen if she had a reaction. There were no concomitant medications. She previously used other heat products for pain relief in 2016. It was for surgery in 2015. Used the heating pad after surgery it was the only time she used it. Did not ever need it. Explained she works out too much doesn't ever need stuff. She did not previously experience a problem/symptom with one of these products. She previously used the first heatwrap from this box back in (B)(6) 2017 (about three weeks before based on (B)(6) 2017) for 3 to 3 and half hours or less. She never had problems with first wrap she used. She took the wrap off and wound up taking an ibuprofen. She stated she was not really good with meds. The second wrap she was not sure if it was a defective pack of this one. She had worked out and her cycle came down and had bad cramps, someone had told her about the product from coming to gym. She had cramps on (B)(6) 2017 and came from gym, took her bath later on that day and saw her skin came off. She applied to lower back for about 3 to 3 and a half hour. On (B)(6) 2017 around 7pm local time she noticed the heatwrap took the skin off her back, burned on her back, burned the skin darker. She clarified her skin didn't blister. She didn't even know the product took the skin off her back until she got in the shower and the water was burning her back. She had asked her daughter to take the wrap and throw it away. The skin was off in a circle. She could not put anything on a burn except cold water. She did not apply anything to it unless it swells or gets infected. She cleaned around it. Did not let soap touch it. Her flesh was showing. She said putting the product on nothing was wrong with her skin, took it on top of dry skin with no oils or lotion or anything. She didn't use any moisturizer to skin, it was on top of dry skin. Wrapped the wrap on dry body. Wore a tank top, underwear, and shorts. Later on got ready to get in shower got undressed. Asked her little girl to throw it away, felt something burning on her back and saw her skin was removed and saw flesh at this point. She showered, did not want any soap or anything to infect skin or flesh. She discarded the box, did not have the upc number. Lot number, and expiration date populated are from the pouch of the wrap she experienced the burns with. She had a picture of the packet and her back. Consumer stated: going to be all over social media with it. Calling you guys so you can understand the product has a defect with it. Put the company on blast with social media. Want to deal with the company directly. The action taken in response to the events for thermacare heatwrap wad permanently withdrawn in (B)(6) 2017. The outcome of "she did not check her skin under the product while wearing thermacare/ she hadn't had it on that long to think it could do anything)" was unknown. The outcome of other events was not resolved. The consumer did not think there was a reasonable possibility that the events were related to the device. The consumer reported "did not have any adverse complications it was the device itself." She was not currently under the care of a physician for any medical condition includes diabetes, poor circulation, heart disease, difficulty feeling heat, pain on your skin, rheumatoid arthritis, decreased sensation, neuropathy. She stated she didn't smoke, drink, didn't do drugs, and didn't wear make up. She classified her skin tone as dark or olive. She had very soft skin, did not have acne. Her skin was soft and smooth. She described her skin tone as dark chocolate not milk chocolate. She did not have sensitive skin. She explained she allergies but did not have sensitive skin. She could put on perfume and lotion and did not have a reaction. She did not have any abnormal skin conditions. She explained when she got a pedicure she didn't get her feet scraped because her skin was soft. She was not sleeping while wearing the product. She was not wearing several layers of clothing over the thermacare product. She was not wearing a snug waistband/belt or similar or otherwise applied pressure over the area. She attached the adhesive to body. The way it is demonstrated on the package is the way she wore the product. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She hadn't had it on that long to think it could do anything. She did read the usage instructions on thermacare before you used the product. She did not consult a healthcare professional for the problem(s)/symptom(s). The physician stated the patient did not provide information to him/her regarding the reported adverse events with the use of the product. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (08jun2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (23jun2017): follow-up attempts completed. No further information expected. Follow-up (24jul2017): new information received from a contactable physician included: deny acknowledge of the events. Company clinical evaluation comment: based on the information provided, the events product has a defect, patient did not check the skin under the product while wearing thermacare, burned her back, burned the skin darker, and skin was off in a circle/took the skin off/her flesh was showing as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Comment: based on the information provided, the events product has a defect, patient did not check the skin under the product while wearing thermacare, burned her back, burned the skin darker, and skin was off in a circle/took the skin off/her flesh was showing as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burned the skin darker/burning her back/burn on her back [thermal burn] , burn on her back/ burned the skin darker/ the water was burning her back [skin discolouration] , took the skin off my back/skin was off in a circle/ her flesh was showing. [Skin exfoliation] , the product has a defect with it/second wrap she is not sure if it is a defective pack [device defective] , she did not check her skin under the product while wearing thermacare/ she hadn't had it on that long to think it could do anything [device use error]. Case narrative: this is a spontaneous report from a contactable consumer reported for herself. A (B)(6) african american female patient (not pregnant, not post-menopausal) started to use thermacare heatwrap (thermacare lower back & hip) (16 hour pain relief, device lot number: r85731, expiration date: sep2019) on (B)(6) 2017, one wrap for 3 to 3 and a half hours for lower back pain when she got cramps when she was on her cycle. Medical history included surgery in 2015, surgery on right upper arm on (B)(6) 2017 to move scar tissue from under right upper arm from ingrown hairs under arm from sweat glands; allergic to a lot of stuff, basil, benadryl, sulfur, IV contrast, some anti-histamines, rosemary, thyme, and fresh mango from 2010 and ongoing, used an epipen if she had a reaction. There were no concomitant medications. She previously used other heat products for pain relief in 2016. It was for surgery in 2015. Used the heating pad after surgery it was the only time she used it. Did not ever need it. Explained she works out too much doesn't ever need stuff. She did not previously experience a problem/symptom with one of these products. She previously used the first heatwrap from this box back in (B)(6) 2017 (about three weeks before based on (B)(6) 2017) for 3 to 3 and half hours or less. She never had problems with first wrap she used. She took the wrap off and wound up taking an ibuprofen. She stated she was not really good with meds. The second wrap she was not sure if it was a defective pack of this one. She had worked out and her cycle came down and had bad cramps, someone had told her about the product from coming to gym. She had cramps on (B)(6) 2017 and came from gym, took her bath later on that day and saw her skin came off. She applied to lower back for about 3 to 3 and a half hour. On (B)(6) 2017 around 7pm local time she noticed the heatwrap took the skin off her back, burned on her back, burned the skin darker. She clarified her skin didn't blister. She didn't even know the product took the skin off her back until she got in the shower and the water was burning her back. She had asked her daughter to take the wrap and throw it away. The skin was off in a circle. She could not put anything on a burn except cold water. She did not apply anything to it unless it swells or gets infected. She cleaned around it. Did not let soap touch it. Her flesh was showing. She said putting the product on nothing was wrong with her skin, took it on top of dry skin with no oils or lotion or anything. She didn't use any moisturizer to skin, it was on top of dry skin. Wrapped the wrap on dry body. Wore a tank top, underwear, and shorts. Later on got ready to get in shower got undressed. Asked her little girl to throw it away, felt something burning on her back and saw her skin was removed and saw flesh at this point. She showered, did not want any soap or anything to infect skin or flesh. She discarded the box, did not have the upc number. Lot number, and expiration date populated are from the pouch of the wrap she experienced the burns with. She had a picture of the packet and her back. Consumer stated: going to be all over social media with it. Calling you guys so you can understand the product has a defect with it. Put the company on blast with social media. Want to deal with the company directly. The action taken in response to the events for thermacare heatwrap wad permanently withdrawn in (B)(6) 2017. The outcome of "she did not check her skin under the product while wearing thermacare/ she hadn't had it on that long to think it could do anything)" was unknown. The outcome of other events was not resolved. The consumer did not think there was a reasonable possibility that the events were related to the device. The consumer reported "did not have any adverse complications it was the device itself." She was not currently under the care of a physician for any medical condition includes diabetes, poor circulation, heart disease, difficulty feeling heat, pain on your skin, rheumatoid arthritis, decreased sensation, neuropathy. She stated she didn't smoke, drink, didn't do drugs, and didn't wear make up. She classified her skin tone as dark or olive. She had very soft skin, did not have acne. Her skin was soft and smooth. She described her skin tone as dark chocolate not milk chocolate. She did not have sensitive skin. She explained she allergies but did not have sensitive skin. She could put on perfume and lotion and did not have a reaction. She did not have any abnormal skin conditions. She explained when she got a pedicure she didn't get her feet scraped because her skin was soft. She was not sleeping while wearing the product. She was not wearing several layers of clothing over the thermacare product. She was not wearing a snug waistband/belt or similar or otherwise applied pressure over the area. She attached the adhesive to body. The way it is demonstrated on the package is the way she wore the product. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She hadn't had it on that long to think it could do anything. She did read the usage instructions on thermacare before you used the product. She did not consult a healthcare professional for the problem(s)/symptom(s). Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (08jun2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment based on the information provided, the events product has a defect, patient did not check the skin under the product while wearing thermacare, burned her back, burned the skin darker, and skin was off in a circle/took the skin off/her flesh was showing as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the events product has a defect, patient did not check the skin under the product while wearing thermacare, burned her back, burned the skin darker, and skin was off in a circle/took the skin off/her flesh was showing as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are assessed as associated with the use of the device.